Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. No damages or defects were observed that would result in the cannula not deploying. The device ran for 55 pulses. Although no problems were found, it could not be determined when the device deployed.